Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implant was removed due to sinus perforation. Implant was mobile and removed. Bone graft performed, will heal 4 months.